Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side ¿rupture and capsular contracture, [baker] grade IV¿. Device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: the device is related to the reported event rupture and capsular contracture received on february 22, 2024, with lot number 2362105. Based on the device analysis grid, the assessments of the complaint are: rupture: observed 1 opening assessed as fold flow opening. Capsular contracture: unable to observe as it is not related to the device. Additional observation: stress marks observed are assessed as non-penetrating nick. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side ¿rupture and capsular contracture [baker] grade IV¿. Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported right side ¿rupture and capsular contracture, [baker] grade IV¿. Device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade IV.